Event description:
Complainant alleged that the medics were responding to a witnessed full arrest of a pt (age and gender unknown). Pt CPR was in progress upon the medic's arrival on scene. The electrodes were placed on the pt, and the medics analyzed the pt's heart rhythm with the device in AED mode. The medic reported that the device gave a "no shock advised" prompt to a ventricular fibrillation heart rhythm. The medic again pressed the analyze button, but the device gave the same "no shock advised" prompt. The medic then switched the device to manual mode and shocked the pt. But the device intermittently would not analyze the pt's shockable heart rhythm. The medics performed pt CPR until the als crew arrived on scene. The pt subsequently expired.